Event description:
During paracentesis, catheter was cut by needle while it was being withdrawn. Catheter was retained in abdomen. Taken to surgery for laporoscopy to remove catheter. Approx 6" piece of catheter was removed.